Event description:
It was reported that this left ventricular (lv) lead exhibited out of range impedance measurements, measuring greater than 3000 ohms. All vectors were tested for threshold values, and they were in normal range. The chest x-ray imaging was performed and there was no dislodgement or lead fracture. Technical services (ts) reviewed the electrogram (egm) and stated that there were non-physiological signals and loss of capture (loc). Ts recommended programming options and to have lead replacement. The physician was going to discuss with the patient on lead revision. This lv lead currently remains in service. No adverse patient effects were reported.